Manufacturer narrative:
We have not received the patch for evaluation since the patch remains implanted in the patient. Hence, we could not conclusively determine the root cause of the issue. Surgeon stated that the clot was observed on the patch during revision on (B)(6) 2019. He informed us that the smoother side was correctly implanted so that it faces towards the blood flow and the patch was correctly rinsed per the IFU. We have received a total of 4 complaints related to 6 xenosure patches in last 10 years for this issue. The current rate of occurrence of (B)(4) is within our expected rate of occurrence. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. (B)(4) patches from this lot number were released for sale. All of the patches have been sold. We have not received any other complaints of a similar nature for devices from this lot. Unfortunately, our analysis was limited to only the information provided and no physical sample was available to us for investigation. We therefore remain inconclusive about the root cause of this issue, but based on the documentation and complaint history review, we do not believe there is a systematic issue with the xenosure patch. Although we requested case histories, only limited information was provided to us. So, it could not be determined if some anatomical or procedural factors may have contributed to this series. Our IFU addresses the potential complications including thrombosis that are associated with the use of xenosure patch. The IFU also adequately instructs users on proper rinsing and implantation technique. Please note that we have also submitted manufacturer's report numbers: 1220948-2019-00013 and 1220948-2019-00014 for the other two cases of thrombosis that were reported by the same surgeon.

Event description:
During a routine sales call, surgeon mentioned a series of 3 carotid endarterectomy. Patients who were readmitted due to blood clots. This is report 3 of 3 of that series.